Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. The impella device was returned for evaluation. Data analysis: console logs from the reported event date aligned with the complaint. An unexpected controller shutdown event #603 alarm were observed just after the console was started, with no controller failure related alarms were found in the logs. The aic was in use during a previous case from june 13th to 15th, 2025, when a shutdown was requested at 10:50:29. Although the shutdown was acknowledged and initiated, it was not completed successfully. Two days later on the compliant date the aic was turned on and the unexpected controller shutdown event #603 alarm was triggered. The console was rebooted again without any issues and no alarms were triggered. Device analysis: the console was tested for multiple power-cycles, but the issue could not be reproduced, and no shutdown related problems or irregularities within the aic were observed during testing. No power supply interruptions were detected between the pbm and the 4-in-1 assembly. Aic was run with known good pump and purge cassette without any issue. Additionally, the power supply and batteries of the aic were also inspected and no issues were observed. Root cause: no issues were found regarding reported failure mode of the aic - power on issue/blank screen with the console. The root cause of the aic's inability to shutdown was determined to be a software anomaly. D6a/d6b should have been left blank on the initial manufacturer device report number 1220648-2025-30094. H1 was erroneously selected on the initial manufacturer device report number 1220648-2025-30094. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-30094. H8 was erroneously selected on the initial manufacturer device report number 1220648-2025-30094.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and experienced failure to boot up of the supporting automated impella controller (aic). A second aic was used to support the patient. No patient harm was reported.